Event description:
A nurse reported that a patient was diagnosed with a blood stream infection, on (B)(6) 2015. Limited information was provided for this safety report. This nurse stated that the patient has been receiving adequate dialysis, no dialysis treatments have been missed, and the kt/v is consistently at target. As of (B)(6) 2015, the patient continues in-center hemodialysis therapy without any further issues.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. An investigation of the lots delivered to the customer for the product were reviewed and a lot number was not able to be determined. A record review for the identified lots was completed and did not identify any nonconformance reports and/or abnormalities during production that could be contributed to the alleged complaint event. Concentrate products are manufactured to meet aami requirements using validated processes and released based on a determination that the finished product met the applicable requirements. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Although requested, medical records have not been received.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.